Event description:
Customer obtained a reading of 70 mg/dl on the compact plus system, and omitted his usual dose of insulin based upon the reading on the morning of the event. Customer began feeling hyperglycemic symptoms around 2000 and was unable to self-treat. Customer's sister called the emts, who tested the customer at 400 mg/dl on their meter. Customer also tested at this time and obtained a reading of 70 mg/dl. Customer was treated with 22 units of lantus and a saline IV. Customer was transported to the hospital and admitted for 3 days. Upon admission, customer allegedly received the following results on the compact plus system, compared to a professional device, within 10 minutes: 70 mg/dl (compact plus) and 300 mg/dl (hospital meter). Customer was tested at 100 mg/dl prior to being released. Customer's doctor changed insulin regimen from lantus to novolog. Requested return of suspect device and strips; however, customer has discarded strips. Replacement was sent. Customer obtained the following results, compared to a professional meter, within 10 minutes: 70 mg/dl, 70 mg/dl (compact plus) and 400 mg/dl (doctor's meter). Customer did not inject insulin due to the readings of 70 mg/dl. No adverse event reported. Requested return of suspect device and strips; however, customer has discarded strips. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.